Event description:
It was reported that during a haemorrhoidopexy procedure, after firing the device, there were no staples. Surgeon hand suture the tissue closed. There was no patient consequence reported.

Manufacturer narrative:
Information not provided during initial contact. Information anticipated, but unavailable at this time.